Manufacturer narrative:
This report is associated with (B)(4), corega flavour free adhesive cream. Corega flavour free adhesive cream is marketed as super poligrip in the us.

Event description:
Adhesive cream ingestion [accidental device ingestion]. "Clogged" throat sensation [lump feeling in throat]. Product complaint [product complaint]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a (B)(6) male patient who received gsk denture adhesive (formulation unknown) (corega flavour free adhesive cream) cream (batch number jn3b, expiry date 31st july 2020) for product used for unknown indication. Previously administered products included kukident®. In 2018, the patient started corega flavour free adhesive cream. On (B)(6) 2018, an unknown time after starting corega flavour free adhesive cream, the patient experienced accidental device ingestion (serious criteria gsk medically significant) and lump feeling in throat. On an unknown date, the patient experienced product complaint. On (B)(6) 2018, the outcome of the accidental device ingestion was unknown. On an unknown date, the outcome of the lump feeling in throat was recovering/resolving and the outcome of the product complaint was unknown. It was unknown if the reporter considered the accidental device ingestion, lump feeling in throat and product complaint to be related to corega flavour free adhesive cream. Additional details: the consumer after trying to glue the prosthesis with corega flavour free without success, added a little more cream and ended up ingesting it. It was the first time that he was using the suspected product. The reporter stated that he had a "clogged" throat sensation after the ingestion of the product. The event "clogged" throat sensation was ongoing but with some improvement (recovering). The suspected product was withdrawn because he used a whole tube without being able to glue the prosthesis. He stated that he did not want to use corega again. As replacement, he start using kukident adhesive cream (a product that he was using before corega flavour free).

Manufacturer narrative:
Initial report is associated with argus case (B)(4) corega flavour free adhesive cream. Corega flavour free adhesive cream is marketed as super poligrip in the us. The formulation of corega flavour free adhesive cream was updated from gsk denture adhesive (formulation unknown) to double salt dental adhesive cream. Device evaluation (issue number (B)(4)) on 20 march 2018: the batch documentation specific to this lot was reviewed and there were no issues noted during the manufacture of this batch that could have attributed to this defect. The retain sample was sent to the lab for analysis: test: description specification: off-white to beige mass of gums and petrolatum, free of lumps, granular particles or foreign matter. Results: complies. Test: ph. Specification: 6.5. Result: 6.6. Test: gantrez. Specifications: 25.5%-34.5%. Result: 29.0%. Conclusion: testing was carried out on the retain sample and results met specification requirements indicating that the product was manufactured appropriately and complied with the required quality standards. Prior to release of the product from the site, the batch documentation was reviewed by the quality department, verifying that all results met specification requirements. Complaint reason: unsubstantiated.

Event description:
This case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a 28-year-old male patient who received gsk denture adhesive (formulation unknown) (corega flavour free adhesive cream) cream (batch number jn3b, expiry date 31st july 2020) for product used for unknown indication. Previously administered products included kukident®. In 2018, the patient started corega flavour free adhesive cream. On (B)(6) 2018, an unknown time after starting corega flavour free adhesive cream, the patient experienced accidental device ingestion (serious criteria gsk medically significant) and lump feeling in throat. On an unknown date, the patient experienced product complaint. On (B)(6) 2018, the outcome of the accidental device ingestion was unknown. On an unknown date, the outcome of the lump feeling in throat was recovering/resolving and the outcome of the product complaint was unknown. It was unknown if the reporter considered the accidental device ingestion, lump feeling in throat and product complaint to be related to corega flavour free adhesive cream. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: the consumer after trying to glue the prosthesis with corega flavour free without success, added a little more cream and ended up ingesting it. It was the first time that he was using the suspected product. The reporter stated that he had a "clogged" throat sensation after the ingestion of the product. The event "clogged" throat sensation was ongoing but with some improvement (recovering). The suspected product was withdrawn because he used a whole tube without being able to glue the prosthesis. He stated that he did not want to use corega again. As replacement, he start using kukident adhesive cream (a product that he was using before corega flavour free). Follow up information received on 13 apr 2018 on (B)(6) 2018, an unknown time after starting corega flavour free adhesive cream, the patient experienced accidental lump feeling in throat (serious criteria other: gsk medically significant). On an unknown date, the outcome of the lump feeling in throat was recovered/resolved. The reporter considered the lump feeling in throat to be related to corega flavour free adhesive cream. The corega flavour free adhesive cream was discontinued (dechallenge positive). The reporter stated that clogged throat sensation was lasted for week. Follow up information received from quality assurance department on 28 may 2018 as final report quality assurance analysis revealed the complaint to be unsubstantiated.

Manufacturer narrative:
Associated with argus case: (B)(4), corega flavour free adhesive cream. Corega flavour free adhesive cream is marketed as super poligrip in the us.

Event description:
Adhesive cream ingestion [accidental device ingestion]. "Clogged" throat sensation [lump feeling in throat]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a 28-year-old male patient who received gsk denture adhesive (formulation unknown) (corega flavour free adhesive cream) cream (batch number: jn3b, expiry date 31st july 2020) for product used for unknown indication. Previously administered products included kukident®. In 2018, the patient started corega flavour free adhesive cream. On (B)(6) 2018, an unknown time after starting corega flavour free adhesive cream, the patient experienced accidental device ingestion (serious criteria gsk medically significant) and lump feeling in throat. On an unknown date, the patient experienced product complaint. On (B)(6) 2018, the outcome of the accidental device ingestion was unknown. On an unknown date, the outcome of the lump feeling in throat was recovering/resolving and the outcome of the product complaint was unknown. It was unknown if the reporter considered the accidental device ingestion, lump feeling in throat and product complaint to be related to corega flavour free adhesive cream. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: the consumer after trying to glue the prosthesis with corega flavour free without success, added a little more cream and ended up ingesting it. It was the first time that he was using the suspected product. The reporter stated that he had a "clogged" throat sensation after the ingestion of the product. The event "clogged" throat sensation was ongoing but with some improvement (recovering). The suspected product was withdrawn because he used a whole tube without being able to glue the prosthesis. He stated that he did not want to use corega again. As replacement, he start using kukident adhesive cream (a product that he was using before corega flavour free). Follow up information received on 13 apr 2018 on (B)(6) 2018, an unknown time after starting corega flavour free adhesive cream, the patient experienced accidental lump feeling in throat (serious criteria other: gsk medically significant). On an unknown date, the outcome of the lump feeling in throat was recovered/resolved. The reporter considered the lump feeling in throat to be related to corega flavour free adhesive cream. The corega flavour free adhesive cream was discontinued (dechallenge unknown). The reporter stated that clogged throat sensation was lasted for week.